Event description:
It was reported that the epg (external pulse generator) turned off twice while attached to a patient. No low battery warning came on prior to this occurring. The device was turned back on after the first time it turned off and appeared to be functioning properly, but then it turned off again. Preliminary testing was done by the biomedical engineer, but no problems were found. The device was returned to the manufacturer for repair. The patient was not pacer-dependent, and no patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event, the device passed functional and bench testing. However it was noted that the upper case was contaminated, the lower case was contaminated, the battery release was contaminated, two side bail covers were contaminated, the ring cover was contaminated, the battery contacts were corroded, two side bails were contaminated, the ring was contaminated, the battery drawer was contaminated, the battery flex was contaminated, and the heart lead flex was contaminated. Further analysis was performed on the lower case half with battery contacts and battery flex. No defect was found during this analysis. (B)(4).